Manufacturer narrative:
This report is submitted on december 13, 2022

Event description:
Per the clinic, the patient sustained a head injury resulting in an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Correction: the previous mdrs submitted on december 13, 2022 were filed inadvertently. No extrusion has occurred. This report is submitted on january 20, 2023.

Manufacturer narrative:
This report is submitted on march 31, 2023.